Manufacturer narrative:
Physio-control advised the customer to replace the therapy pcb assembly, energy capacitor and several other parts. The customer declined repair of the device an requested the device to be returned to them without being repaired. A cause of the reported issue could therefore not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The device would not complete a user test, and the device had logged an event code into its memory. In addition it was observed that the therapy pcb assembly showed burn marks and that the device would not charge and shock defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had failed its self-test. The hospital¿s technician subsequently tested the device and shocked twice (at 100 and 200 joules) with the hard paddles in open air. During a third shock at 360 joules, the technician heard some noise and noticed that it smelled burnt. Upon evaluation of the device by physio-control it was observed that the device had logged an event code, that the therapy pcb assembly showed burn marks and that the device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.